Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The device passed the displacement test, operating currents, self test, off no power test, and excessive no delivery alarm test. No failed battery alarm and no excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 245 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.